Event description:
It was reported that upon treating an acom aneurysm, coils were deployed. After placing the third coil, an attempt was made to detach the coil. Multiple attempts were made to detach the coil unsuccessfully. An attempt to pull the device during the detachment cycle was made unsuccessfully. The coil was retracted and in doing so, the coil stretched. The coil was stretched and secured at the groin puncture site. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned. A portion remains within the patient and the delivery pusher was reported to be discarded by the user center. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.